Event description:
The customer reported performing testing on the ortho provue analyzer. The provue functioned as expected, posted condition codes, and brought the gel cards to the service rack for manual review due to the unexpected volume issues. However, the customer reviewed, resulted the gel cards and accepted the test results without retesting the samples. This incident is being reported based on user error. Provue malfunction did not occur. False results may be reported that should have been aborted or invalidated.

Manufacturer narrative:
Product labeling instructs the customer that "while it is possible to modify the "~" result, this symbol indicates a potential volume issue in the microtube and should be reviewed by the technologist. The sample should be retested". It is unk whether the results released by the customer were acceptable. An ocd field engineer visited the customer site and replaced the wash block, probe, and syringe, and performed the appropriate adjustments to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).